Event description:
Patient acknowledges safety notice and reports dental evaluation via x-rays showed the bottom center tooth on the left side is still crooked and rubs sharply against the tongue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.